Event description:
Concern for needle tip malfunction, needle tips leaking and faulty safety mechanism. Fails to click and needle can be exposed after use. Manufacturer: (B)(4). Lots: 20210144 (25 g x 1 in) and 20210204 (25 g x 1 1/2 in ). Product obtained from state-supplied covid supplies. FDA safety report ID # (B)(4).